Event description:
Balloon ruptured during surgery no pt. Injury

Manufacturer narrative:
Catheter was returned for evaluation it appears that the balloon ruptured on calcified plaque. This is a known complication and is addressed in the labeling.